Manufacturer narrative:
The insulin pump was received with drive support disk missing. Unable to verify compromised force sensor system alarm due to missing drive support disk. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and missing end cap sticker, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm. The customer also reported the insulin pump was continuously rewinding. Customer's blood glucose was 213 mg/dl. Troubleshooting found the customer's drive support cap was loose and pushed in. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.